Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error code e-344 was found in the ventilator's downloaded error log. The device's oxygen blending pca was determined faulty. Since the service life of the device will end december 2024, the unit will be returned unrepaired.